Event description:
A hospital in (B)(6) reported via our distributor that the socket of an rt329 infant continuous flow breathing circuit could not fit its electrical adapter. This was detected at initial equipment set-up, prior to patient connection.

Manufacturer narrative:
(B)(4). The complaint rt329 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will submit our findings in a follow-up report following receipt of the device and completion of our analysis.